Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she tried to give herself a bolus before lunch. Customer got a no delivery alarm on the insulin pump and had a high blood glucose level of 588 mg/dl. Customer tried to give herself a bolus and after several units, it came back with a no delivery. Customer tried to resume but it would not work. Customer took a shower and disconnected at the quick release. Customer reconnected incorrectly after her shower. Customer's current blood glucose is 600 mg/dl. Customer reported having symptoms related to her high blood glucose such as feeling thirsty. Customer reported that there was an inch gap in the insulin and there were several small air bubbles in the tubing that were about half an inch in size. Customer heard the connection snap when she pushed on the quick release. Customer gave herself 13.4 units but it went past 5 units. Customer stated that she also had a high blood glucose level incident on (B)(6) 2016 due to a bent cannula.